Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). 'Displaced intracapsular neck of femur fractures: outcome of 810 hydroxyapetite coated (hac) uncemented hemiarthroplasties' by s.z nawaz, frcs (tr+ orth) mbbs bsc hons, a.j keightley, a desai, j. Granville-chapman, d. Elliott, k. Newman, a. Khaleel; https://doi.org/10.1016/j.injury.2016.10.012. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It has been reported in a journal article that 5 patients underwent hip revision surgeries subsidence.